Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 60.7cm was returned for analysis. External insulation abrasion was noted at 14.5-14.7cm, 15.4-15.6cm, 20.3-20.5cm, and 40.6-41.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.7-14.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.